Event description:
Baxter international complaint coordinator reported multiple incidents of clamps breaking when trying to close the clamps. The breakage was noted during prime and during patient use. No patient injury or medical intervention was reported by the complaint coordinator.